Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient called to get assistance w/ charging the ins. Pt explained that the controller will previously say that the battery level (for the controller) is charged to 90%, but the battery level for the controller will then drop to 30%, then go back up to 60%, and then drop to 30% again. Pt states that when she is trying to charge the ins as well, the screen remains on "searching". Patient services (pss) walked the pt through a controller reset, and the pt confirmed the pins in the controller and on the battery pack didn't appear to be damaged. Pt started charging the ins and reported that the controller battery was at 40%, and the ins battery was in the red. Pt reports that she is not feeling stimulation in her lower back to help w/ her pain. Pt states that she will make an adjustment to the stimulation intensity and feel stim approx. 1h, but then loses the feeling of stimulation. Pt states that she has adjusted stimulation to around 3.4-3.6ma, but still doesn't feel stim. Pt noted that group a was active, stimulation was off (due to the ins needing to be charged), but was able to turn the ins back on, and raise stimulation to 4.6ma. Pt states she still doesn't feel stim. Pss walked the pt through changing to group b, ensuring that the ins was on, and raising stimulation to 3.3ma. Pt confirmed she felt stimulation in her lower back and that the ins battery was now in the orange, and the controller battery was at 30%. Pt confirmed all these issues started about a month to a month in a half ago. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt) and it was reported that probably for a good 2 months the pt had issues with their implant stimulation. Patient said they have switched between group a, b, and c and the stimulation stimulates for a few hours then stops completely. Patient does not feel anything for group c, and for group a it works for a few hours then they don't feel anything. Pt said they had their stimulation set to 3.0. Patient said they have tried all trouble shooting but that does not resolve the issue. Pt said that group b worked for a few days. Pt said that they no longer have an hcp for they have issues with their insurance.